Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.